Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a dislocated intraocular lens (iol). The doctor indicated that this happened after the surgery. The patient is scheduled for an iol exchange. According to the surgeon's opinion, it is uncertain whether the product contributed to the event. There was no further impact to the patient. Based on additional information provided, the lens was removed and replaced with a non-company lens in a secondary procedure.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received in 2 pieces in a sample container with a liquid. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut almost dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).